Event description:
It was reported that this right ventricular (rv) lead was dislodged due to twiddler's syndrome and was confirmed through an x-ray. Subsequently, this lead was repositioned and remains in service. No additional adverse patient effects were reported.